Manufacturer narrative:
A product evaluation of the returned bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe at gate valve was completed. The reported event of unable to pace was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. The distal lead wire was found to be broken/detached around the solder joint. It was confirmed that the distal circuit was continuous from broken lead wire to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. No visible abnormality was observed from the balloon, windings returned syringe and catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process . Based on the available information, the failure mode is associated to a manufacturing defect. Since the outcome severity of harm was determined to be major, a product risk assessment was generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required at this time. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that a swan ganz pacing catheter was unable to pace during use. After insertion to the patient, an error message that the pacemaker was disconnected appeared. Catheter was connected to a pacemaker when message appeared. Information including the surgery or examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.